Manufacturer narrative:
The customer tried power cycling, volume controls, and initializing the unit. Requested return of unit for failure investigation.

Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. No malfunction was found. Could not confirm customer complaint. This unit was evaluated. Upon receiving and plugging unit in ac this unit showed no power on the indication lights on the front of unit. It was found that the cable from the front I/f board to the main board was not plugged in. Once plugged in the unit was then able to be turned on and tested. The speaker worked with no issue both in deep software sound test and in monitoring mode. All other functions were tested prior to shipping.

Event description:
(B)(4).